Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the patient presented to the emergency department with shortness of breath. A remote transmission showed high right ventricular (rv) lead thresholds and a nurse stated that there was occasional loss of capture. In addition, the r waves had dropped, and the rv lead threshold rose shortly after implant. It appeared that the lead had pulled back or dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.